Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/07/2016 that on (B)(6) 2016, that the patient experienced a hypoglycemic event. Patient reported that while he was sleeping, he was sweating to the point of soaking the bedsheets. Patient's spouse noticed his continuous glucose monitor (cgm) blood glucose (bg) was at 57 mg/dl. The patient's wife then called 911. When emergency medical technicians (emts) arrived the patient's bg was under 10 mg/dl. The emts administered an IV of glucose until patient reached a bg value of 176 mg/dl. Patient was not transported to the hospital. Patient reported that he had missed the low alarm because the receiver was set on vibrate. At the time of contact patient was good. No additional event or patient information is available.